Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose of 302 mg/dl after receiving an occlusion alarm. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set tubing was the location of the occlusion. Tandem customer technical services advised customer to change out insulin tubing. Customer was unable to provide infusion set manufacturer.